Manufacturer narrative:
(B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. In addition, other patient risk factors such as the patient's younger age at implant likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount plus pericardial bioprosthesismodel 6900pmitral has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 27mm pericardial mitral valve was explanted after an implant duration of two (2) years and 11 months due to valve degeneration causing high gradient. The device was replaced with a non-edwards mechanical valve. The patient was a young lady of (B)(6) old years at the time of the initial implant. No other details were provided.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed. Report of regurgitation was also confirmed through r&d evaluation. X-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, wireform intact, and commissure 2 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 4mm near commissure 3 at the outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around the valve circumference, and exposed the wireform around leaflets 1 and 2. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, a definitive root cause for the heavy calcification and pannus growth after an implant duration of 2 years 11 months could not be conclusively determined. However, it was possibly related to the patient¿s age ((B)(6) years old).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received notification that this 27mm pericardial mitral valve was explanted after an implant duration of two (2) years and 11 months due to valve degeneration leading to severe mitral stenosis and moderate mitral regurgitation. The device was replaced with a non-edwards mechanical valve. The patient was a young lady of 14 old years at the time of the initial implant. The patient was noted to be in stable condition after the procedure.